Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified. The 510k number provided is for the domestic similar product.

Event description:
The reported feedback suggests that air was observed in the line towards the end of the infusion of IV fluids. Air was seeing in the infusion line despite correct setup.